Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 5.1 failed. The field service engineer (fse) checked the diagnostic tool, and it detected the presence of new cubie pockets and did not show any errors. The fse shut down the station and replaced the retractor band, then rebooted the device to resolve the issue. The fse verified that the half height cubie drawer is operational in the diagnostics tool. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer kept failing cubies and forced staff to unload the medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.